Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced pain, discomfort, and diaphragmatic stimulation. In addition, the lead also exhibited high pacing thresholds. The physician has scheduled a lead extraction in the near future. The lead is in service. No adverse patient effects were reported. Additional information was received indicating that the lead was explanted. A new lead was implanted. No additional adverse patient effects were reported.